Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that one of the single roller pumps: sl no (B)(4) was having a problem with occlusion and was not running properly after 1 hour. The roller was reportedly too tight or too loose. Found a problem with pump head assembly. No known consequences to the patient. (B)(4).

Manufacturer narrative:
The issue has been reevaluated. As per the IFU, the occlusion has to be readjusted before each use. Therefore occlusion problems will be detected always prior to use.

Event description:
(B)(4).